Event description:
It was reported that multiple helium loss 2 alarms occurred during use on a patient. There was no blood noted in the driveline. The alarm had occurred between 2-5 minutes. The staff tighten the quick connect, but the alarm occurred again. The clinical support specialist (css) recommended that they stop pumping and have the physician remove the iab within 30 min, but the staff kept pumping as they couldn't get the patient back to the lab within that timeframe. As a result, the physician opted to place an impella when the iab was removed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn #(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is not confirmed. The returned iabc was investigated with no leaks detected. No alarms were noted during the pump testing of the returned iabc, and no damage or abnormalities were noted to the returned inflation driveline tubing. The returned device passed functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple helium loss 2 alarms occurred during use on a patient. There was no blood noted in the driveline. The alarm had occurred between 2-5 minutes. The staff tighten the quick connect, but the alarm occurred again. The clinical support specialist (css) recommended that they stop pumping and have the physician remove the iab within 30 min, but the staff kept pumping as they couldn't get the patient back to the lab within that timeframe. As a result, the physician opted to place an impella when the iab was removed. There was no report of patient complications, serious injury or death.